Event description:
It was reported that the health care professional had called to report a faulty insulin pump. The pump was issued in 2009. Caller was recommended to discard the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.